Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on aug 05, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device will not turn on/will not function, difficulty breathing/short of breath, and the device sparked when plugged in related to CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected the device externally and internally, observed an unknown dust like contamination on the top enclosure, front panel, bottom enclosure, blower box, inlet of the blower box, and the blower motor, evidence of liquid ingress with an unknown white dust like contamination consistent with mineral deposits on the iso (international organization for standardization) port, the blower motor, and the blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patient's symptoms and they confirmed the evidence of sound abatement foam degradation.